Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted during an endovascular aneurysm repair (evar) for a 42mm abdominal aortic aneurysm ,. No postoperative endoleak was observed, and there was no aneurysm expansion even in the last year's CT. It was reported approximately 2 years post the index procedure CT identified a type ia endoleak. It was reported that there was an aneurysm expansion of nearly 2cm. Type ia endoleak was observed on the neck greater curvature side in the coronal section image of the delayed phase. An angiography was performed 4 days later and almost no ia endoeak was seen, it was reported an intervention was performed and a etcf3232c49ej was implanted from directly under the renal arteries and the procedure was completed. As reported by the physician the cause of the event was anatomy due to tortuosity of the neck. No additional clinical sequalae were provided and the patient is fine.